Event description:
It was reported that the charger overheated when in use. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The charger was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with two melted modules. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.